Event description:
It was reported, inappropriate shocks were delivered from the device due to the patient having a fast atrial fibrillation (af) arrhythmia falling into the programmed ventricular tachycardia (vt) zone on the device. Reprogramming was performed to resolve the event. The patient was stable.